Event description:
Bw received 2 boxes of 32g x 4mm from the va with lot no. Z58k6. He injects 18 units of lantus 1x per day with lantus solostar pen. He states that the pen needle doesn't allow a full injection. Ie: he injects 18 units and the injection stops at 5 and he has to switch needles in order to receive the rest of the injection. He stated this happens 1 out of every 5 pn's and sometimes, the pn just doesn't work at all. Mr. Wenzel does not prime his pns all the time but, has been lately. He does not reuse pns.